Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level at time of incident was 485 mg/dl and 451 mg/dl. The customer was given bolus. Customer reports positive results in ketones test. The customer reported other issues like nausea, vomiting, abdominal pain and difficulty breathing. The device will not be returned for analysis.